Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device snapped from the laser system when the valve on a resectoscope was closed. The reporter did not know which winchester hospital location the issue occurred at. Multiple attempts were made to the customer to obtain additional information. There were no reports of patient harm. This is report 2 of 2.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.